Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had issues with the unexpected restart alarm. It was the fifth time in less than 24 hours that the insulin pump alarmed unexpected restart. Customer's blood glucose level was 14.4 mmol/l. In the alarm history there were unexpected restart and external error alarms. The insulin pump was not stored or not in use for an extended period of time. The unexpected restart was recurring during normal insulin pump use. The device was not returned.